Event description:
It was reported that the customer had hypoglycemia. The paramedics were called and treated the customer. The customer's father requested assistance on how to turn off the device. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.